Event description:
Testing yields low probability identification e coli due to false lysine results. Results visually were positive but the walk-away read the lysine as negative. The correct results were reported to the physician and treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results. Initially this complaint appeared to be related this being a new siemens account and their understanding and use of the product.

Manufacturer narrative:
Eval, method: actual device not evaluated - comparison to another test method. Results: no results available since not eval performed - visual examination of panel results to the instrument. Conclusion: no eval will be performed. Confirmed discrepancy between visual and instrument reads. There are no reports of adverse health consequence associated with the discrepant results.